Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
The advocate stated her mother received a blood glucose reading of 481 mg/dl from the contour next ez, re-tested on a different meter and received 154 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not replaced.